Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Customer reported recently having a blood glucose level of 34 mg/dl. Blood glucose level at the time of the call was 164 mg/dl. Customer stated that she had been treating with an insulin pump for a week leading up to the call. The customer declined troubleshooting and requested that the insulin pump be replaced. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.